Event description:
The complainant reported the automated impella controller was not reading the pressure. This issue was discovered in use, in the intensive care unit however patient information is unknown. There was no reported patent harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.